Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: tp1a.220624.014.g781usqsmhyh1. Hardware: sm-g781u. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with vomiting, positive ketones and gastroenteritis on (B)(6) 2025. The patient's blood glucose levels were not reported. The patient wore the pod on their leg, between 24 and 36 hours. The patient was treated with intravenous fluids, and nausea medication. No insulin treatment was provided. It was reported that the pod was beeping and an alert was present stating to change pod. The patient was released the same date (B)(6) 2025 after 4 hours in the emergency room.